Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet pump after experiencing nocturnal hypoglycemia and perceiving no therapeutic benefit compared to prior therapy. Symptoms included low blood glucose, with a reported nadir of 45 mg/dl, which the user self-treated with fast-acting carbohydrates without medical intervention. Outcomes included the user discontinuing the device and seeking a credit return. Investigation included complaint intake, user education on return policy and process, and internal review for return authorization. Investigation of this case revealed no reported device alerts or alarms, and no device malfunction was confirmed; the event was characterized as hypoglycemia with unclear cause. It was concluded that the cause was indeterminate.